Manufacturer narrative:
(B)(4).

Event description:
It was reported that notification for out of range high hv lead impedance on a svc to can was noted. Hv lead impedance has been increasing and decreasing. The patient will continue to be monitored.